Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a problem connecting the new programmer/communicator to the ins the patient experienced a "no device found" error message. Troubleshooting steps included shutting off the communicator by holding the power button for 30 seconds and powering off the samsung device. Both devices were then turned back on, but the issue persisted. No surgical intervention occurred or was planned. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event.